Event description:
In 2007, it was reported to boston scientific corporation that an endovive standard peg kit push method was used in a peg placement procedure (patient age, gender and weight unknown). According to the complainant, "while the technician was pulling the peg kit wire through the peg, the wire unraveled and the technician's [gloved] hand was slightly cut. Precautions were taken according to hospital policy." The technician's condition was reported as "fine" as a result of this event.

Manufacturer narrative:
The device has been received, but an evaluation has not been performed; therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause for this event. A product evaluation and a review of both the device history record and product family complaint trend are in progress; results will be provided in a follow-up medwatch report.